Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). An analysis report was provided that identified the particulate matter as human biologic origin; thus, not actually deriving from the component of the empty tpn bag. Reserved samples were examined, and no deviations were found. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description sqa 2025-018 particulate matter in bag. Detailed inquiry description particulate matter in bag found after fill. . The IV bag was submitted to analytical services for particulate identification testing and has been identified as extrinsic (human biologic).